Event description:
It was reported by service report that the docker cable was missing from the bed. The bed could not be connected to the nurse call system. No patient involvement or adverse consequences are reported.